Event description:
Rptr is concerned about possible misuse of laser or inadequate instructions from MFR regarding appropriate candidates for lasik procedure using this laser due to its limitations. Rptr has suffered irreversible double vision and distortion, even after correction. Rptr has investigated different lasers on the market and found that this particular laser should not be used on pt's with mild to moderate astigmatism because it cannot correct the astigmatism only the sphere resulting in distortion and double vision. Rptr is also concerned because this particular refractive surgeon is doing many cases weekly using a single setting for all pts and not accounting for the astigmatism. Rptr is uncertain whether the MFR has made users aware of the lasers limitations or whether this user is going against recommendation for financial reasons or convenience.